Manufacturer narrative:
Conclusion: recapturing is a feature of the evolut r system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique, however the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications an image was submitted showing a capsule buckle. Capsule buckle occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. No fluoroscopic load check images were submitted for review. It was reported that the patient's abdominal aorta had a lot of turns. The compressive force on the system may have been increased by the tortuous aorta reported in this case. However, the cause of the capsule buckle cannot be conclusively determined with the information available. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product was discarded therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured three times due to deep positioning and moderate to severe paravalvular leak (pvl). On the third recapture of the valve, the capsule of the delivery catheter system (dcs) was noted to be "wrinkled". The valve was fully recaptured but there was a slight separation between the nosecone and the capsule and there was a ¿bundling¿ of the capsule at the proximal section of the capsule. An external sheath had been use to help alleviate the patient's tortuous anatomy, when the dcs was being removed, both dcs and the external sheath were removed over the guidewire. The patient's abdominal aorta had a lot of turns which could have caused the catheter to build up a lot of tension. A sheath was used with a second valve and dcs to successfully complete the procedure. No adverse patient effects were reported.